Manufacturer narrative:
Citation: edwards j, carroll z, lovelace m, mandel j, carter l, kline t. Impact of early atrioventricular nodal blocker use post-transcatheter aortic valve replacement. Catheter cardiovasc interv. 2026;107(1):351-356. Doi:10.1002/ccd.70357 earliest date of publication used for date of event. Earliest approved corevalve/evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of atrioventricular (av) nodal blocker medication following transcatheter aortic valve replacement (tavr). The study population consisted of 756 tavr patients, with 381 that received an av nodal blocker within 48 hours of tavr and 375 that did not. Various valve types were used in the study, encompassing five medtronic brands (corevalve, evolut r, evolut pro, evolut pro+, evolut fx; n = 123) and six non-medtronic brands (n = 633). Among all 756 patients, the following adverse outcomes occurred: administration of av nodal blocker medication, second-degree or higher av block, and permanent pacemaker implantation. The authors also observed deaths within thirty days of tavr. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the use of atrioventricular (av) nodal blocker medication following transcatheter aortic valve replacement (tavr). The study population consisted of 756 tavr patients, with 381 that received an av nodal blocker within 48 hours of tavr and 375 that did not. Various valve types were used in the study, encompassing five medtronic brands (corevalve, evolut r, evolut pro, evolut pro+, evolut fx; n = 123) and six non-medtronic brands (n = 633). Among all 756 patients, the following adverse outcomes occurred: administration of av nodal blocker medication, second-degree or higher av block, and permanent pacemaker implantation. The authors also observed deaths within thirty days of tavr. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths. Additional information received from the corresponding author stated that a causal relationship between medtronic devices and any deaths is unknown as cause of death was not collected and is not available. The author also added that the study only evaluated all-cause mortality. Lastly, the author noted that device serial/lot numbers and return status are not available.